Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer 5 was needed to be pulled open and kept failing even after a reboot. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 5 was needed to be pulled open and kept failing even after a reboot. The field service engineer (fse) cleared a medication jam in the main full height cubie drawer 5, after which the drawer tested good. The customer unloaded overstuffed pockets that were preventing the drawer from opening. The device became fully operational, and the customer verified the fix. Then tested in hardware test application (hta). During visual inspection, the fse cleaned and replaced the faded silicone keyboard cover. The keyboard tested good, and the customer accessed it multiple times successfully. The system functioned as intended after the field service engineer repaired the device.